Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. An evaluation was completed and the presence of water was noted in the ccd.

Event description:
During a procedure, the physician experienced intermittent loss of image while angulating. There was no reported consequence to the patient.